Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 4.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage from the fifth to the eight distal strut rows. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18jun2019. It was reported that device interaction were encountered. A 4.00 x 28 synergy drug-eluting stent was advanced but got stuck in a 6f guide extension catheter. No patient complications were reported. However, returned device analysis revealed stent damage.